Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset their pump with the guidance of technical support and then started a new sensor session without any issues.